Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had revision knee. The patient was at the gym and fell down onto a bar at the exercise machine. Two days later the patient went to the ER and had possible infection. Dr. (B)(6) did an I&d of the knee and did a poly swap. The old insert was red and it came out to be a #6 x 11 mm insert. The doctor put the same size insert back in after I&d.